Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back in because they decided to try the implant again before deciding to explant. The patient stated that they haven't followed up yet with their doctor (hcp) for this issue. Redirected the patient to their managing hcp. Patient stated that ac power cord is missing. Sent repair email for ac power cord. Patient called back and received the replacement ac power but was missing the controller. Patient confirmed they still had the recharger and belt. Agent transferred patient to sunmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they were going to charge their implant today and their 'back slid down the back' when sitting in the recliner and they dislocated something in their back and all of a sudden they had electrical shocks from the stimulator down to their knee and to their heel on their foot on the right leg. Caller stated it was so great they couldn't walk or do anything and it lasted for about 5-10 minutes and then it started getting lighter and lighter but they were still getting the electrical shocks and vibration. Caller mentioned they were getting their son to run them to the hospital and they were told to call medtronic first. Agent reviewed that pt has the option of turning therapy off if they are comfortable doing that. Agent offered to walk caller through turning therapy off over the phone but caller stated they did not know how to turn therapy off. Caller turned therapy off and the shocks went away for a few seconds and then 'turned back on' (agent understood pt was pressing stimulation on). Agent walked caller through checking their se ttings and caller stated group b was still outlined in green. Caller then stated that the stimulation was shocking them worse. The pt successfully turned therapy off and then pt stated they are not in pain and the vibrating is now off. Agent understood controller was at 100% and ins was '3/4 full'. Agent recommended to bring external equipment with them - pt stated they might go to the emergency room. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.